Manufacturer narrative:
MFR received date: 13nov2019. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. The device was not being used for treatment when the reported event occurred, and it is unknown if there is a relationship between the device and the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16oct2019.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.